Event description:
Patient reported that in 2006 she went to the emergency room because she felt ill and her blood glucose level was (485 mg/dl). She also noticed that the glass cartridge was broken in her device.